Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the battery compartment on event date (B)(6) 2022. Insulin pump passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin insulin pump passed dat at 0.0871 inches. No unexpected alarms/alert/anomalies noted during testing. Insulin pump was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing or on event date in history files and traces. Insulin pump was cut open to perform visual inspection and found¿evidence of moisture damage¿on electrical board 1 and force sensor. The following were noted during visual inspection: scratched case, cracked case, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), cracked lcd window. No unexpected alarms/alert/anomalies noted during testing. Cosmetic damage is confirmed located at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Information received by medtronic indicated that the insulin pump had crack in battery side from bottom almost all the way to the top. Customer stated that the insulin pump had neither been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.